Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient that their stimulator ¿isn't working¿ and they had a return of their shaking in their hand. The patient stated that they could not even write a check without the therapy. The patient mentioned that they had shaking present every day and had continued since implant of the device. The patient changed the batteries in the programmer but saw a ¿camera¿ on the screen which was determined to the programmer battery icon. It was displaying changed the programmer batteries info screen and ¿warning¿ screens¿. The patient was using energizer heavy duty batteries and, after trying (B)(6) batteries, the issue resolved. The patient also saw the screen that indicated they should place the programmer against the ins. After placing the programmer (with antenna attached) against the ins they were able to successfully synchronize. It showed the ins was off and ¿ok¿. The patient was able to turn the ins successfully back on which resolved the reported issue. It was not confirmed if the patient¿s shaking had resolved. The patient was redirected to their healthcare professional (hcp) for this issue. There were no further complications reported or anticipated.